Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with an extra 6.0mm x 60mm sterling balloon catheter .the complaint device had contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed an 3.1cm longitudinal tear in the balloon wall from the proximal end of the balloon to the middle of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, upon inflation, the balloon ruptured. The procedure was completed with another 6.0mmx6.0mm sterling¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, upon inflation, the balloon ruptured. The procedure was completed with another 6.0mmx6.0mm sterling¿ balloon catheter. No patient complications were reported.